Manufacturer narrative:
E.1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3007966929

Event description:
It was reported "the water was unable to fill the system through needle-free sample port. The defective device is discarded due to infection control, so no actual device is available to return. The issue is solved after using a new device." Photo depicting the reported complaint issue were provided by the complainant.